Event description:
Information received by medtronic indicated that the insulin pump battery cap was messed up and did not get it opened now. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with cracked battery tube threads, cracked reservoir tube lip, cracked case display window corner, cracked reservoir tube lip and stripped battery cap(p) coin slot. The p-cap locks into the reservoir compartment properly noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.